Event description:
The patient stated that for the past month and a half he has had issues with his infusion tubings separating near the luer connection. He stated that this typically occurs after 2 days of use and he discovers the issue because he begins to smell insulin. He stated that he is not sure if insulin is actually leaking from the tubing. The patient stated that his blood glucose was elevated due to this but he was unable to provide specific blood glucose values. He was able to bolus to lower his blood glucose. He stated that he tries to keep his blood glucose around 120 mg/dl. The patient stated that he was not aware of the recall and he was advised to check his infusion tubing for separations throughout the day. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.